Event description:
Pump infused approximately 3,000 cc of saline into knee joint within two minutes. Procedure aborted, tourniquet deflated, no pulses to rle. Emergency medical and lateral fasciotomies performed. Pulses reestablished.